Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Similar readings to those reported by the cusotmer were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 475 mg/dl and 145 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.